Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported that the patient received inappropriate shocks, there was oversensing, high impedance of greater than 3000 ohms, an apparent lead fracture, and a lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn dislodged impedance, high lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that the patient received inappropriate shocks, there was oversensing, high impedance of greater than 3000 ohms, an apparent lead fracture, and a lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.